Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use fiber laser fiber broke in half during procedure. The issue occurred during a therapeutic lithotripsy procedure. The intended procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide updates to b1, b2, b5, d9, h1, h6 and corrections to e1, e3.

Event description:
It was additionally reported that the laser fiber broke in either the bladder or the ureter, and required retrieval with a grasping forceps. The patient was under general anesthetic but it only extended the procedure and anesthesia by only a few minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide an update to fields (d4-UDI, d9, and h4), and to provide a correction to field (g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.